Event description:
The ge oec 9600 fluoroscopy system displayed a checksum error. The system would not boot completely.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a dead battery in the sram and replaced the battery and sram card assembly. This restored functionality. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, would not provide any patient information with respect to this issue.